Event description:
Two days following a knee scope operation to repair a meniscus tear performed in 2007, the patient was reported to presented with a clear blister, not full thickness, an oval lesion, 3 cm by 8 cm in size, and small satellite lesions on the patient's calf. The blisters developed into cellulitis and were treated by the patient's primary care physician. The area in which the skin injury occurred had been covered during the procedure. The wound is completely healed and patient sustained a scar 5 cm by 3 cm in size. The physician reported that there have been similar cases which he now believes the injury may have been caused by a cord from one of the devices used in the procedure. The injury may have caused by the cord from the scope or the reuseable patient cable attached to the turbovac 90, 3.5 mm 90 degree suction wand used in the procedure. No additional treatment is planned.

Manufacturer narrative:
Patient information - the patient was reported as a female and average weight. The initial reporter does not have the weight information, therefore, weight is being provided as an approximation by manufacturer. The device was not returned for investigation. Arthrocare has contacted the user facility to confirm if the reuseable patient cable is available for investigation. Awaiting further information if device will be returned for investigation.